Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer when the patient came into the clinic for a device checkup. The patient had last been seen back in 2022 with 43% battery longevity remaining, so the field suspected the battery may have now depleted, which was why they were experiencing difficulties with interrogating it. Troubleshooting options were provided for the field to try a magnet reset and/or to try interrogating the s-ICD with a different programmer. The s-ICD remains in service and there have been no adverse patient effects reported.